Event description:
Subject participating in iit-gore-redirict. Currently in follow up. On-study radiation took place from (B)(6) 2025. Date of admission: (B)(6) 2025. Date of discharge: primary clinical research coordinator made aware of admission on 1/24/2025. Froedtert study staff made aware first on 1/24/2025. Subject presented to emergency department for evaluation of her surgical wound scab. She had a left stealth frontal craniotomy and excision of tumor in (B)(6) 2024. She has been doing well and wound has been healing well, however she was in (B)(6) 2 weeks ago at a candy festival and she had a handful of beads thrown at her head which seemed to open up the wound. Endorses that she felt some pain following this event but didn't notice any drainage until this morning. Patient denies pain around the wound. She noticed some white fluid ooze from the wound early this morning. Denies fever. Looked crustier over the last few days. Decided to push on it today around 4pm with a little pressure, and "milky white beady things" were expressed from the wound. Thereafter, a little dots of blood came out and quickly stopped. Since then, it has been without drainage. This discharge is not new, has appeared on her beanie previously. The incision feels bigger, harder, hence her current visit. Magnetic resonance brain performed (B)(6) 2025: history of left metastatic lung cancer with multiple brain metastases status post radiation and prior gamma knife to multiple lesions, with recent left frontal craniotomy for removal of metastatic lesion. No acute intracranial infarct. No new mass effect, midline shift or herniation. Evolving posttreatment changes involving the left frontal lobe. There is slightly increased parenchymal enhancement adjacent to the left frontal craniotomy, which may be related to evolving treatment changes versus reactive from recent reported mild head injury. Plan is to admit the patient under dr. (B)(6), to neurosurgery for a possible wound wash on (B)(6) 2025. Patient brought to operating room (B)(6) 2025 as add-on case for frontal scalp wound exploration, washout, craniectomy, possible abscess evacuation. Cefazolin 2 grams given intravenously (B)(6) 2025. Vancomycin given intra-operatively (B)(6) 2025. Metastatic non-small cell lung cancer.